Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that when they turned the unit on and/or attempted to enter the shift/system check test screen, the monitor would take them to the general settings page. The device would not power on into the expected mode/screen. There was no patient involvement.